Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set caused back flow into the primary bag during the potassium chloride infusion. The following information was provided by the initial reporter: "a potassium chloride (kcl) bolus was hung and programmed over an hour. The secondary infusion may have back-flowed into the primary infusion. Consequently the patient did not receive the full dose."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer reported that there are flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set caused back flow into the primary bag during the potassium chloride infusion. The following information was provided by the initial reporter: "a potassium chloride (kcl) bolus was hung and programmed over an hour. The secondary infusion may have back-flowed into the primary infusion. Consequently the patient did not receive the full dose"